Manufacturer narrative:
Evaluation on-going.

Event description:
Country of complaint: (B)(6). Patient having surgery to remove brain tumour. When surgery was at latter stage and beginning to close, the bone flap which had been previously removed was being inserted back into the patient. Holding the bone flap in place are screws of which one of the heads of the screw sheared off leaving part of the screw in the skull and the remaining head of screw had to be picked out by the surgeon. The surgeon used some nipper forceps to remove the broken end that was stuck in the patient's skull and then used another company's product to complete the operation.

Manufacturer narrative:
(B)(4). Device name cranioplate 1.5 kit 4mm cros.burr.cover. Serial number n/a. Batch number 52034285. Manufacturing date 2014-05-19. The complained product was originally a fm990t. In batch 52034285 only fm992t was produced. The products are very similar and the screws are in both products fm941200. The product is not available for investigation. The complaint refers to cranioplate 1.5 kit, but only the screws were criticized. The reference code of the screws is fm941200 and originate from the batch 61978092. The device quality and manufacturing history records have been checked for all available. Lot numbers. The device history file has been checked and found to be according to specification valid at the time of production. No similar incidents have been filed with products from these batches. Based on the information available, the root cause of the failure is most probably user related. It must be ensured that the tip of the screwdriver blade is pressed firmly enough in the head of the screw to get a positive-locking connection. Otherwise a safe use is not guaranteed. The breakage of the screw-tips is most probably related to a tumbling movement of the screw driver. This is explicitly stated in the IFU. According to the IFU and the production department, it is recommended to predrill the screw holes to ensure a safe application. Corrective/preventive action is not required.